Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient that the patient experienced a hematoma and swelling after the device implant about five month earlier. Follow-up with the physician's office confirmed the hematoma; the device was able to be re-implanted after the pocket revision and it remains in use. It was also noted by the physician's office that the right ventricular lead threshold has increased, but there is normal function. The lead remains in use. No further patient complications have been reported as a result of this event.